Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. The ultrafiltration was alleged to be 1.2kg more than the setting. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. During inspection of the machine, the ultrafiltration (uf) cell was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the uf cell failure which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.